Event description:
It was reported that a patient experienced a connection issue between their transfer set and a non-baxter plastic catheter adapter during peritoneal dialysis therapy. The patient was reaching for something when the disconnection occurred. The technical services representative assisted the patient in ending therapy. The patient would restart therapy using new supplies. Two days after the disconnection, the plastic catheter adapter was replaced with a titanium adapter. The patient was given precautionary antibiotics when the titanium adapter was placed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.